Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service visit and completed preventive maintenance on the instrument in which several parts were replaced. The cse ensured that all probes, pumps, syringes, tubing fittings, luminometer, wash station and port dispenses were all inspected and cleaned. The cse performed empty and fill dark counts. The cse ran precision of multiple dilutions. The cse ran quality controls (qc), resulting within specifications. The cause of the discordant, falsely low tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low troponin (tni-ultra) result was obtained upon repeat testing on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample had originally been tested on an alternate advia centaur cp and resulted higher. The sample was then repeated on both advia centaur cp instruments, resulting higher and matching the original result. The repeat result from the original advia centaur cp instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tni-ultra result.